Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that a patient using a cadd medication cassette reservoir experienced increased pain despite pca therapy, requiring additional analgesia. At approximately 06:30, air was observed in the tubing up to the patient, and the cassette was found empty although the display indicated approximately 10 ml remaining. The cassette was replaced, the air was cleared from the tubing, the physician was notified, and a replacement pump was requested. The cassette had been prepared and primed according to protocol. No delay in therapy, patient harm, or adverse event was reported, and the patient¿s condition remained stable. No delay in therapy was noted. There was patient involvement, but no patient harm or any adverse event was reported.